Manufacturer narrative:
Visual inspection of the returned device confirmed the tibial articular surface provisional had fractured on the medial side of the post. All pieces were returned. This device is used for treatment. A corrective and preventative action investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Based on the information provided, the root cause is determined to be the previously addressed design issue.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the devices fractured.